Manufacturer narrative:
The report we rec'd from our affiliate indicated that, during a pta procedure, within a severe tortuous hunt, following 4 to 5 times inflations, the balloon ruptured below rate burst pressure (18 atm). There was no info what prod was used to complete the procedure. There was no adverse consequence to the pt. No other info was available. Clinical impression: during the percutaneous transluminal angioplasty to an unk vessel the balloon was reported to have ruptured. The vessel was described as having severe tortuosity. Inflation pressure of 18 atmospheres at rupture is below the rated burst pressure for this balloon. There is no add'l info available. There was no injury to the pt. The prod will not be returned for analysis. Not enough info is available to make an assessment of device, pt or procedural factors that may have contributed to the reported event. The prod will not be returned because hcv. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot # to date. The exact cause of the reported balloon burst could not be determined. There are no indications that the reported balloon burst is related to the mfg process.

Event description:
The balloon ruptured.